Event description:
During a ptca procedure the balloon would not deflate. Several attempts were made to deflate the balloon, including using a 20 cc syringe, but were unsuccessful. Finally the balloon was removed fully inflated. Reportedly, there was no pt injury associated with this event.